Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient underwent redo valve replacement with a transcatheter heart valve. Implant duration of the subject device was 12 years and 9 months. Through follow up, it was learned that this device was replaced due to prosthetic mitral valve stenosis and insufficiency. No operative complications reported. It was also noted that the patient had an uncomplicated post-operative course, complicated only by hypertension and anticoagulant closing. Patient was discharged home.

Manufacturer narrative:
Device not returned; remains implanted in patient. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and insufficiency (e.g. Leaflet tear). Unfortunately, the valve was explanted from the patient, and therefore, the root cause of this event could not be investigated. No further actions are possible with the available information.